Event description:
It was reported that two fuses blew as soon as the system was plugged into the wall and the system to fail to boot. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power signal interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.